Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for further investigation, in reference to the alleged ventilator inoperative condition. The ventilator inoperative condition was duplicated during operational check. An error indicating the amount of fluctuation in flow sensor deviated from the standard was identified. An e-155 vent fix was performed with the dedicated software, resolving the issue. The flow sensor was also replaced as a preventative action.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.